Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced severe hyperglycemia while the cgm was in warm-up, with a highest reported blood glucose of approximately 540¿550 mg/dl, sought guidance on manual injection, was walked through bg calibration on the ilet, elected to wait for automated correction, and later reported subsequent episodes of hypoglycemia with routine activities and meals; no alarms were reported on the device and no medical intervention, ketone testing, or backup therapy occurred. Symptoms included feeling unwell during the hyperglycemic episode and later low blood glucose events. Outcomes included transient impact on health status without hospitalization or professional medical treatment. Investigation included follow-up by customer care and referral to clinical diabetes support for assessment. Investigation of this case revealed no device alarms or documented device malfunction, and the cause of the initial hyperglycemia and subsequent hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.